Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least three (3) devices) of unspecified access sets experienced connection issues when spiking intravenous immunoglobulin (ivig) bottles. During setup/preparation, when spiking the ivig bottles with the access set spike, the stopper at the end of the ivig bottle would push into the medication which would make the medication unusable. These events occurred prior to patient use. There was no patient involvement. No additional information is available.